Manufacturer narrative:
Received one (1) used list# 01c-mc100, microclave¿ clear connector; lot# 14040957 -- >one (1) used list# unknown, extension tubing; lot# unknown. The sample was observed to have a tear on the seal of the microclave. The reported complaint of a leak could be confirmed. The returned sample was observed to have a tear on the seal of the microclave. The probable cause of the tear is from the use of an incompatible mating device. The dfu states: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. Access connectors straight on (without angled or sliding entry). The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a microclave¿ clear connector where it was reported the device was leaking during blood transfusion. The set was in used for 72 hours in medical institution-ward. The patient was being transfused with 0.5 units (70 ml) of red blood cell suspension, resulting in a large number of red blood cells oozing from the fissure in the joint, which was tentatively estimated to be about 20 ml. It was stated that there appeared to be cracks in the threads. Red blood cells were transfused with fluid refills, and there were no abnormalities in the pre-blood evaluation tubing and accessory devices (infusion connectors). The peripherally inserted central catheter (PICC) catheter was reported to be unremarkable. The patient was reassured and a repeat of blood count was performed. After the leak was found, the new set was replaced in time and the transfusions was successfully completed. There was no patient harm.